Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our device - the washer disinfector 46-series, model name: 46-5t. As it was stated the wash door fell on the floor and the glass broke. There was no information about the injury provided, however we decided to report this case based on the potential as door falling off to the floor could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
On february 15, 2022, getinge became aware of an issue with the 46-series washer-disinfector with the model name: 46-5t, and the serial number: (B)(6). The unit was manufactured on march 18, 2016. The reported issue is related to the door falling to the floor. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. The customer reported that that the door on the clean side of the device fell to the floor and the window broke. The customer received a quote for the repair, which was not accepted however. Therefore, a follow-up getinge service technician visit was not scheduled. No additional details regards the incident could be obtained. The customer decided to replace the washer-disinfector and the alleged device was scrapped. Therefore, despite our best efforts, we cannot define the root cause of the issue. It was confirmed that when the event occurred, the device was directly involved and did not meet its specification, as the door fell to the floor. The device was not being used for treatment or diagnosis of any patient at the time. We are not aware that the described issue caused or contributed to the serious injury or worse, however we reported the event based on the potential for a serious injury to the user, facility staff, if the situation was to reoccur. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).